Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mdk408 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent c-section procedure on (B)(6) 2019 and suture was used. The suture detached from the needle during skin closure. The procedure was delayed by 2 minutes. There was no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle two opened boxes with twenty-five and twenty-seven samples were returned for evaluation. The complaint sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.